Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary full height drawer 7 was experiencing a hardware failure. The field service engineer (fse) found that led light on the back panel of the drawer was not lit, and the black latch inseparable was missing its small magnet. The fse replaced and installed a new black inseparable with the magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to stay close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.